Event description:
Patient reported left side capsular contracture baker grade IV, "laminar liquid collection", "nodule", "pain", "hard breast' and recall. Device remains implanted.

Manufacturer narrative:
Clarification to d.4. Device information: reported the serial numbers (sn (B)(6)), but was unable to say which side each serial number was for. Sn (B)(6) has been captured as the left side as it has been noted first on multiple documents. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "laminar liquid collection"; capsular contracture, baker grade iii/IV.